Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt hit the implant zone against a bed, in (B)(6) 2010. The pt still has access to sound, however, the pt complains that since the accident she feels that the implant turns on and off a few times per day. The parents of the pt though that this was due to the batteries. The external equipment has been checked. Testing carried out confirmed that the device has malfunctioned.